Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31353300l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced pericardial effusion that required pericardiocentesis. When the cti (cavotricuspid isthmus) ablation was conducted, a steam pop was confirmed; however, there was no particular change in hemodynamic status and the procedure was completed. At a later day (on (B)(6) 2024), it was reported that pericardial effusion was confirmed after the patient left the room and the pericardiocentesis was performed. Patient fully recovered however required extended hospitalization for several days for follow up observation. Atrial septal puncture was performed with rf (radiofrequency) needle. No abnormalities observed prior to or during use of the product. No error messages observed on biosense webster equipment during the procedure. Generator ablation mode was power control mode. The ablation cycle was 32 seconds when the pop was observed at the same tip position.

Manufacturer narrative:
On 26-sep-2024, bwi received additional information indicating that the physician's opinion on the cause of the adverse event was the procedure, and that the event was not caused by the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).